Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and a lead was added. The patient was doing well postoperatively and the explanted device was kept by the medical facility.